Manufacturer narrative:
Additional information: no damage was noted to the balloon catheter. Contrast medium was used as the inflation fluid. No issues were noted during inflation, the balloon was eventually fully deflated for removal taking 2 minutes to deflate. Syringe aspiration was used to deflate the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the drug coated inpact admiral balloon, difficulties were encountered with balloon deflation and the device was slow to deflate at the lesion site in the mid superficial femoral artery, the lesion was plaque which had little calcification and no tortuosity. The device was prepped according to instructions with no issues identified, and no abnormalities were noted in the anatomy. No resistance was encountered when advancing the device, and no excessive force was used. The procedure was completed after replacing the device with another of the same brand. No patient complications have been reported as a result of this event.